Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon stapled as usual and bleeding occurred from the staple line. The thickness of the tissue did not matter and it was bleeding all over the staple line. They continued to use the same device. The patient went through a re-operation and ended up with a "gastrostomy" for a couple of days. The condition of the patient immediately after the event was stable. The customer disposed of the device. The facility was asked to provide the patient information but they are unwilling to do so.